Manufacturer narrative:
G4:10mar2021. B4:06apr2021. The customer reported a ventilator had display issue when the screen went white. The device was evaluated by the customer and the international field service engineer (fse) who confirmed the reported problem. The user interface panel was then replaced by the fse. The device was reported to have been repaired. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
The customer reported a ventilator display issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.